Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged lens. During analysis, the reported problem was able to be duplicated. It was noted that contamination was the cause of the reported issue but was unable to determine who caused the reported problem. Service replaced the downstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump could not recognize the cassette. No patient was involved in this event. No adverse effects were reported.